Event description:
The reporter contacted animas on (B)(6) 2012, stating that audio bolus button had a delayed response and required multiple presses to elicit a response. The reporter denied any evidence of moisture in the pump. The patient reportedly wore the pump in a pocket and did not clean the pump. There is no reported adverse event with this complaint. This complaint is being reported due to the alleged keypad issue.

Manufacturer narrative:
Serial number: the serial number for this device was originally reported as (B)(4). The correct serial number for this device is (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 2 date of submission (B)(4) 2013 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: during testing, the audio bolus button responded appropriately; the complaint could not be confirmed or duplicated. Unrelated to the complaint, the contrast button was found to be intermittently unresponsive, which has no effect on insulin delivery function. The keypad was removed and evidence of contamination was found under all button contacts.